Event description:
Customer alleges discrepant results with meter compared to lab: date: unk, inratio: 1.2, lab: 1.7; date: (B)(6) 2011, 2.4. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Customer is using unk gauge lancet. User may not have been able to obtain the correct sample size for testing. Per issue, pt is taking antibiotics and other medications. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: unk, inratio meter = 1.2, reference = 1.7, mean = 1.45, confidence limits = 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inr result from (B)(6) 2011 was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is required. Investigation conclusion: pt's medication could have contributed to unexpected result. Inratio package insert advises customer to use 21 or 23g lancet. Lancet info was not known. Analysis of the client's data from inratio and reference tests revealed that test results comparison met accuracy criteria. No strip lot info was available. No product was expected to be returned. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.